Manufacturer narrative:
(B)(4).

Event description:
The customer's daughter reported half the display was missing from the coaguchek xs meter. A display check was performed and there were segments missing in the result field. The bottom halves of the "8"s were missing along with the horizontal segments at the top of the "8"s. The number "8"s then looked like three "u"s. The time and date were also not showing completely. The customer performed inr testing, but was not able to determine what result was showing. The customer's daughter was advised not to try to interpret the results and to consider taking the customer to a laboratory to be tested. There was no adverse event. A replacement meter was sent to the customer. The meter was received for investigation and many of the segments were found to be missing during a display check. The possibility of incorrect results was low.

Manufacturer narrative:
During further investigation, the meter was opened and a broken display window was found. The customer allegation was confirmed as not all segments showed on the last digit. The root cause was determined to be a crack in the contact area. The device showed no damage that suggested a customer handling issue. A risk to the customer due to wrong results displayed could be excluded as when the display check is performed the user would be aware of issues.